Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. On 12-12-2023, the patient had a cgm reading of 95 mgdl the whole day. It was not known what treatment the patient received during the day, but it was stated that when the patient experienced severe stomach pain, vomiting, feeling tired, and feverish, a fingerstick was taken and the cgm reading was 95 mgdl and the blood glucose reading was 600 mgdl. The patient was given 17 units of insulin from the parent and was brought to the emergency room around 9:30pm. At the emergency room the patient received intravenous treatment with 5 units of insulin. The patient was discharged the morning after at 11:46am and the blood glucose reading at that moment was 156 mgdl. It was reported that during the stay the patient also received intravenous treatment with dextrose. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. At the time of the report the patient was stable. No additional patient or event information is available.